Event description:
It was brought to nurse's attention that patient tubing became disconnected and was quickly reconnected back to chemo then rn notified. Rn noticed a half dollar size of chemo on pt's bedding. It was reported that the IV tubing came detached from the "blue cap" (spiros cap). The spiros cap and clave stay attached to pt. Rn immediately stopped chemo and heplocked the distal lumen. Md reordered the remaining amount of chemo needed. Changed red cap. Remaining amount infusing at this time.